Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading was 498 mg/dl, which was treated with manual injections. Customer was admitted to the emergency room on (B)(6) 2020. Duration of emergency room visit was overnight. While in the emergency room, customer was treated with intravenous insulin drip. The customer also stated that they did allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose. The customer¿s blood glucose at the time of the call was 230 mg/dl. The insulin pump will be and reservoir not be returned for analysis.